Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited failure to interrogate. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) exhibited premature discharge of battery. The ICD was explanted. Patient condition was unknown.

Manufacturer narrative:
The reported events of premature battery depletion and communication failure were confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. Testing of the device revealed the device had reached end of life (eol) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted that the implantable cardioverter defibrillator was replaced during the explant procedure. The patient was in stable condition.